Event description:
There was a revision surgery caused by an infection. Additionally, all ten implants were removed. The nurse still had the central screw within the baseplate and the reversed insert was unattached from the reversed tray.

Manufacturer narrative:
The reported event was not confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
There was a revision surgery caused by an infection. Additionally, all ten implants were removed. The nurse still had the central screw within the baseplate and the reversed insert was unattached from the reversed tray.